Event description:
In an article "complications and safety aspects of kyphoplasty for osteoporotic vertebral fractures: a prospective follow-up study in 102 consecutive pts" the following event was reported: one pt: superficial wound infection, ten days post procedure, which required surgical revision. One pt: subcutaneous haematoma evacuation. One pt: two weeks post kyphoplasty, a pt developed a postoperative infected spondylitis at the operated level with epidural abscess and incomplete paraplegia; treatment was emergent posterior decompression, abscess evacuation and instrumentation as well as anterior debridement and corporectomy in a 360 degrees fusion. No additional info was reported.

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient¿s fixture failed to osseointegrate and fell out. No other information was provided at the time this report was filed.

Manufacturer narrative:
(B)(4)